Event description:
It was reported that during a colon procedure, there was an incomplete staple line. The first stapler worked properly with the first reload, but when the surgeon tried to staple with the second reload only half of the staples stapled well. The other half remained in the reload. The surgeon took a second device, which worked well with the first reload but had the same issue with a second reload. The surgeon used another like device to perform the procedure, which ended without further issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): interrupted-incomplete firing. The analysis results found that the atg45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition, three reloads fully fired were received.